Event description:
It was reported that the customer required medical intervention twice for low blood glucose levels. During the most recent event, on (B)(6) 2014, there was a 911 call when the customer passed out due to a low blood glucose reading of 25 mg/dl. At the time of the past event, on (B)(6) 2014, the blood glucose reading was 27 mg/dl. She was unable to talk and was treated with juice. She declined troubleshooting for the low blood glucose, since these were past events. At the time of the call, on (B)(6) 2015, the customer reported that the insulin pump alarmed meter blood glucose, prompting her to calibrate the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-85956, please see medwatch report # 3004209178-2015-85957.